Manufacturer narrative:
Other applicable components are : product ID: 306001, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency, urge incontinence. It was reported that patient says sometime when they  move and the wire gets pulled and it hurts like hell. Patient called support link inbound line because they  couldn't get the programmer to turn back on. Patient called support link inbound line because he couldn't get the programmer to turn back on. Once the programmer was unlocked, patient stated the therapy had been turned off. Patient increased stimulation to 0.4 which is comfortable. Patient mentioned he can't take a shower with this thing on stated "I might take it off when I take my shower." Patient also mentioned at his last appointment they changed the gauze.  No further complications were reported/anticipated at this time.